Event description:
It was reported by facility on (B)(6) 2014; patient had undergone endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013 and was tested for cre. Test results ((B)(6) 2013) revealed patient tested positive for carbapenem-resistant enterobacteriaceae (cre), but had not developed an active cre infection e.g., klebsiella pneumoniae carbapenemase (kpc); metallo-beta-lactamases (mbl) : new delhi mbl (ndm) ; and verona integron-encoded mbl (vim). Additional information from the facility revealed one more patient (female, age (B)(6) years) tested positive for cre, but had not developed an active infection. These both cases are being reported as they are surveillance culture positive cases. There was no further information provided by the facility. This is 1 of 2 reports.

Event description:
It was reported by facility on (B)(6) 2014; patient had undergone endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013 and was tested for cre. Test results ((B)(6) 2013) revealed patient tested positive for carbapenem-resistant enterobacteriaceae (cre), but had not developed an active cre infection e.g., klebsiella pneumoniae carbapenemase (kpc); metallo-beta-lactamases (mbl) : new delhi mbl (ndm) ; and verona integron-encoded mbl (vim). This is 2 of 2 reports.

Manufacturer narrative:
Pentax medical was only recently ((B)(4) 2014) made aware of patients with cre organism after undergoing ercp procedure with scope (serial number (B)(4)). The scope was a loaner scope provided by pentax medical and was shipped to the facility on (B)(4) 2013, and returned to pentax medical on (B)(4) 2013. The facility did not test the scope for cre. A review of the device history records (DHR) showed there were no reports of any non-conformance issues during the manufacturing in-process and final inspection. The device was manufactured according to specifications. Pentax did not evaluate the scope at the time of return from facility, as there were no reports coming from the facility of any adverse events or malfunctions associated with the scope. The scope has since then been in use at other user facilities and there have been no reports coming out from those facilities of any cre cases associated with this scope.

Manufacturer narrative:
Pentax medical was only recently ((B)(6) 2014) made aware of patients with cre organism after undergoing ercp procedure with scope (serial number (B)(4)). The scope was a loaner scope provided by pentax medical and was shipped to the facility on (B)(4) 2013, and returned to pentax medical on (B)(4) 2013. The facility did not test the scope for cre. A review of the device history records (DHR) showed there were no reports of any non-conformance issues during the manufacturing in-process and final inspection. The device was manufactured according to specifications. Pentax did not evaluate the scope at the time of return from facility, as there were no reports coming from the facility of any adverse events or malfunctions associated with the scope. The scope has since then been in use at other user facilities and there have been no reports coming out from those facilities of any cre cases associated with this scope.